Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded suspected discrepant results on a (B)(6) year old female patient. There was no additional patient information at the time of this report. Method: date: collected: tested: result: sample: I-stat, (B)(6) 2018, 15:47, 15:55, 3.5 inr, a. Stago, (B)(6) 2018, 15:55, 18:45, 2.1 inr, b. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/12/2018. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of pt/inr cartridge lot t18022 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for pt/inr cartridge lot t18022.

Event description:
Na.